Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316308. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-11-11. Medical device lot #: 1014051. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-01-14. Medical device lot #: 1098417. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-04-08 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "some of the yellow urine tubes filled just below the minimum."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. H6: investigation summary bd received 1 used sample and 0 unused samples from lot # 0316308, 1 used and 34 unused samples from lot # 1014051,1 used and 96 unused samples from lot # 1098417, and 1 photo for investigation. The used samples from each lot # (0316308, 1014051, 1098417) and photo were reviewed and show tubes with water in them and the level of water is below the fill line on the label. A retention tube was weighed and water added to be exactly 6.48 ml to show where the bottom of the specification limits is located. A photo of the retention sample was compared to the actual provided photo and underfill was not observed, as the fill lines are within specification limits. The quantity of specimen drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Draw volume decreases over time and this occurs on all tubes, especially plastic. As time passes, the tube will lose vacuum but will still draw within the clinical & laboratory standards institute (clsi) recommendations. Additionally, 10 customer samples from each lot # 1014051 and 1098417 along with 10 retention samples from each lot # (0316308, 1014051, 1098417) from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. No customer sample tubes could be tested from lot # 0316308, as no unused samples were received. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the provided photo, retention sample and returned sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "some of the yellow urine tubes filled just below the minimum."